Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set cannula was kinked event on (B)(6) 2024. The blood glucose level was displayed high at the time of event and was managed by bolus via pump. The event occured within 3 hours of insertion. The site of insertion was at abdomen. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1883063 - MDR 3003442380-2024-07324 - device 1 of 3.